Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information and similar past cases, omsc surmised that this phenomenon was attributed to the physical stress or the chemical stress, the poor condition of the storage cabinet, such as environment exposed to the direct daylight, high temperature, elevated humidity, x-ray and/or ultraviolet, and so on. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure it was found that the insertion tube had been damaged. The user replaced the subject device to another similar device and completed the procedure. During the incoming inspection of the subject device for the repair at the service department of olympus (B)(4), it was found that the coating of the insertion tube had been partially peeled off. There was no report of patient injury associated with the event.